Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed. The ac power module was replaced under warranty. We will consider this failure a malfunction of the ac power module. As of 03/31/2010, there have been no further calls from this customer site regarding this issue.

Event description:
The customer reported that the ac power module had failed.